Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. A conclusive cause for the reported difficulties and patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the procedure was to treat the proximal circumflex coronary artery with moderate calcification, mild tortuosity and 90% stenosis. The 3.5x38 mm xience skypoint stent delivery system (sds) could not advance to the intended location due to previously implanted stents; therefore, the sds was removed and a 3.5x33 mm xience sds was implanted. Next, the artery was intended to be treated with the same 3.5x38 mm xience skypoint sds and was re-inserted. During advancement there was resistance noted resulting in the failure to advance and the stent dislodging in the lesion. Factors that may contribute to the resistance encountered include, but are not limited to, outer diameter of the stent delivery system, device support, buildup of procedural contaminants, user technique, and/or damage to the stent delivery system. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported resistance encountered. Additionally, it is possible that manipulation of the device, when resistance was met, contributed to the reported dislodgement. It was reported that the dislodged stent was embedded in the patient's anatomy. It should be noted that the xience skypoint instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. In this case it is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017: re-insertion.

Event description:
It was reported that the procedure was to treat the proximal circumflex coronary artery with moderate calcification, mild tortuosity and 90% stenosis. The 3.5x38 mm xience skypoint stent delivery system (sds) could not advance to the intended location due to previously implanted stents; therefore the sds was removed and a 3.5x33 mm xience sds was implanted. Next, the proximal circumflex coronary artery was intended to be treated and the same 3.5x38 mm xience skypoint sds was re-advanced. During advancement there was resistance when the device reached the lesion and the stent dislodged from the delivery system and attempts to snare or trap the stent were unsuccessful. The procedure was aborted and the patient was hospitalized until (B)(6) 2024 when an additional procedure was performed for treatment. The stent was ultimately crushed with another stent where it is located. The patient final outcome is good and the patient is expected to be discharged. No additional information was provided.